Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It was further reported the patient underwent a surgical procedure on (B)(6) 2012 and ams elevate anterior and apical system was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, a pelvic organ prolapse-bladder, a cystocele, and a rectocele. The patient underwent the concurrent procedures of vaginal taping, a posterior repair, removal of perineal skin tag, and enterocele repair during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, neuromuscular problems, vaginal scarring and other problems. (B)(4).

Manufacturer narrative:
(B)(4).